Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The expiratory flow sensor was replaced to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported a malfunction resulting in loss of ventilation during a case. The unit was replaced and case resumed. There was no patient injury.